Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, after the device was fired, cut line was deployed but the staples were malformed. The staple height indicator was at 1.5~2.0mm. The surgeon used hand sewing to complete the procedure. There was no report on patient injury. As the patient had (B)(6), the product has been discarded.